Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was concerned about the amount of battery longevity the patient¿s implantable cardioverter defibrillator (ICD) would have between elective replacement indicator (eri) and end of service (eos). The physician was concerned the longevity would not last the standard amount of time. The ICD remains in use. No patient complications have been reported as a result of this event.